Event description:
The daughter of a patient sent an email that reported an ae. The patient had an unidentified cordis endovascular stent placed in an unknown location. The daughter reported that "product disintegrated" in him. Treatment included hospitalizations with "9 surgeries in 7 months". The results of these surgeries and patient's current condition are unknown. No further information was available.

Manufacturer narrative:
The sterile lot number for the device is unknown; therefore, a device history report review could not be conducted. Without procedural films or more information the reported complaint could not be confirmed. With the limited available information, it is not possible to determine exactly what factors may have contributed to the reported event.